Manufacturer narrative:
Concomitant medical products: etlw1620c124e, sn (B)(4), expiration date: 2018-07-21, UDI # (B)(4); etlw1620c93e, sn (B)(4), expiration date: 2018-08-16, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 6.5 cm in diameter abdominal aortic aneurysm. It was reported that approximately two months post index procedure the patient presented emergently with occlusion in the right limb. The patient did not have any motor function in the right leg. Review of the angiogram performed at the time of the primary procedure compared to the CT performed 30 days post index procedure, the physician determined that there was an acute bend at the distal aorta that compressed the right endurant limb. The physician elected to perform a femoral to femoral bypass to restore blood flow to the patient¿s right leg. The following day, the patient had a fasciotomy performed in the lower right leg. Additionally a thrombectomy was performed on the vessels below the right knee. A fresh clot was observed from the stent graft down to the foot post femoral to femoral bypass. The patient developed rhabdomyolysis after the complications surrounding the repair of the right limb; however, the patient expired the next day. Per the physician, the cause of the event was due to the patient anatomy. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.